Manufacturer narrative:
The oad was received at csi for analysis. Visual examination revealed that the driveshaft filars were overloaded at the driveshaft tip bushing area. The filars were deformed and fractured at the proximal edge of the driveshaft tip bushing. Scanning electron microscopy analysis identified rotational damage on the tip bushing surface and the distal driveshaft filars, which was consistent with spinning the device with excessive force into an extremely tight and calcified lesion. The two fractured filars exhibited fatigue. When tested for functionality, the oad spun on all speeds with no unusual noises observed. At the conclusion of the device analysis investigation, the report that the oad made an unusual noise and felt different could not be confirmed. The root cause of the fractures could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The stealth peripheral orbital atherectomy device (oad) was advanced to a lesion in the superficial femoral artery. The oad was powered on, however the device felt tactilely different and the motor sounded unusual. The oad was removed and the procedure was completed with plain old balloon angioplasty. There were no patient adverse effects. Analysis of the returned oad identified fractured driveshaft filars.